Event description:
Patient reported right side "cyst and pain" and "had fluid extracted (unknown side) and tested for seroma but it came back negative¿ and "an implant removal from textured to smooth due to the concerns of the product." The event of cyst is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.